Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during the re-entry check up, if was found that pus was coming out of buccal of the implant for unknown reason yet it was stable.